Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 25 mg/ml morphine at a dose of 2-3 mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient was not tolerating the intrathecal morphine well so the hcp was changing the drug to prialt and was inquiring about a bridge bolus minimum rate mode. The hcp stated that with the morphine at 2 mg/day the patient did okay with that dose but experienced nausea with some vomiting. At 2 mg/day the patient was still having pain with only 20% improvement along with side effects of nausea with some vomiting. On (B)(6) 2017 the hcp increased the intrathecal dose to 3 mg/day. The nausea and vomiting began post implant, by (B)(6) 2017 the patient was already experiencing nausea and vomiting, anticipating it would subside but it did not. A nausea medication was given to the patient. The patient experienced increased symptoms and no real improvement with pain so the dose was decreased to min rate mode on (B)(6) 2017. The patient had withdrawals from that on (B)(6) . The patient had been experiencing pain for quite some time/years and the side effects were not getting better since implant. No further complications were expected or anticipated. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the patient's nausea, vomiting, and withdrawal symptoms had been resolved. The hcp was still working towards a therapeutic dose of prialt to control patient's pain. Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient complained of confusion which progressively worsened, and then auditory hallucinations. The hcp wanted to program the pump to off state and they were planning on explanting the pump. The hcp was to try other modes of pain relief for the patient. At the time of report, the patient was receiving prialt (25mcg/ml at minimum rate).